Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Scratched lcd window, cracked display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 171 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.